Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection and the patient was re-implanted with a percutaneous baha implant system.